Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had all key failure. The customer's blood glucose was unknown. The customer stated that the insulin pump replacement time too long, causing all key failure, according to electrostatic treatment, cannot recover. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.